Event description:
Caller reported damage to tandem charging cable, rendering charging supplies non-functional. There was no reported impact to the customer¿s blood glucose level. Technical support resolved the issue by replacing the damaged charging supplies.